Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was present on the right atrial (ra) lead. It was also reported that intermittent undersensing occurred on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.